Event description:
The customer observed false depressed tsh results when processing on the alinity I processing module. When processing, multiple errors occurred on 7 out of 10 measurements. Two tsh samples generated <0.0083 uiu/ml while the error was occurring, so it was recommended the samples were retested. Sid (B)(6) < 0.0083 uiu/ml, repeat 1.9947 uiu/ml (another analyzer). Sid (B)(6) < 0.0083 uiu/ml, repeat 1.5924 uiu/ml (another analyzer). No impact to patient management was reported.

Manufacturer narrative:
The alinity I processing module was inspected and the alnty ci snsr bsl was determined to be the cause of the issue. The alnty ci snsr bsl was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the part was replaced. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify increased complaint activity for the alnty ci snsr bsl or the complaint issue. Device history record review did not identify any non-conformances or potential non-conformances with the alnty ci snsr bsl. Additionally, labeling was reviewed and found to be adequate for the complaint issue. Based on the available information no product deficiency of the alinity I processing module was identified.

Manufacturer narrative:
Section a1 patient identifier of multiple is sids (B)(6). No additional patient information is available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed tsh results when processing on the alinity I am processing module. When processing, multiple errors occurred on 7 out of 10 measurements. Two tsh samples generated <0.0083 uiu/ml while the error was occurring, so it was recommended the samples were retested. Sid (B)(6) < 0.0083 uiu/ml, repeat 1.9947 uiu/ml (another analyzer). Sid (B)(6)< 0.0083 uiu/ml, repeat 1.5924 uiu/ml (another analyzer). No impact to patient management was reported.